Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged battery cap and a leaking internal battery. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: black box confirmed time and date reset to default setting following power on reset on (B)(4) 2014 within 10 minutes. Pump was exercised for 24 hours; when the battery was removed for 6 hours , the time and date reset to default. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. The battery cap threads are stripped/damaged. The battery cap is unable to tighten securely onto the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.